Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "pump alarmed 20min/10min/5minute warning all at once then shut down while the patient was off the floor and pump not plugged in". The pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".